Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer holding a charge and was no longer charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks from the date manufacturer became aware of the event.